Event description:
It was reported that the customer received motor error alarms. The customer's blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The unit functioned properly during rewind and basic occlusion, occlusion,prime/a33, the excessive no delivery and displacement test. A motor error alarm was not noted. The motor was tested outside the device and passed motor test. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.